Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Based upon the investigation findings, the reported death is confirmed. There were suboptimal medical records and imaging studies provided for this assessment. There might have been cautionary product placement use due to the ruptured state of the aorta, and a short, calcified aortic neck. Because the rupture occurred prior to a stent placement, this complaint might better be described as a death only. A complication and a death were substantiated. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause of the reported event is determined to be related to pre-operative rupture. The device was not a contributing factor and was used off-label.

Event description:
It was reported that during an emergent implantation of a bifurcated device, the patient coded as physician was placing the implant. Reportedly, the patient presented to the emergency room (ER) symptomatic, with a ruptured aneurysm, and the physician elected to treat the patient using an endovascular approach. The patient was unstable and could not be resuscitated, and allegedly expired due to ruptured aneurysm.